Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two ophthalmic forceps devices became stuck and would not open or close prior to performing macular hole repair surgery. An alternate forceps was obtained in order to begin and perform the procedure. There was no report of patient involvement or patient impact associated with the unsatisfactory forceps. Additional information has been requested.